Event description:
It was reported that the ventricular lead exhibited unacceptable threshold. The lead was capped and replaced. Following the procedure, the patient was in normal condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.